Event description:
The respiratory therapist was stuck by the needle of a safepico70, when disposing it. The needle was used for a patient that is hiv and hepatitis c positive. According to the complaint, the user did not receive proper training for the device.